Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device contamination was observed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-13172. This report was submitted as a duplicate report of the previously submitted report.